Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), embedded device ('left essure coils was located near the serosa/migration/her left coil was noted to be near the serosa.'), pelvic adhesions ('adhesion between the bowel on the left and the left round ligament and left pelvic sidewall') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A36611 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("irregular spotting"). On (B)(6) 2013, the patient experienced groin pain ("inguinal pain when walking"). In (B)(6) 2016, the patient experienced abdominal pain lower ("bilateral lower quadrant abdominal pain that has worsened over the past three days") and abnormal uterine bleeding ("dysfunctional uterine bleeding") with heavy menstrual bleeding and vaginal haemorrhage. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/menstrual period was painful"). On (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), arthralgia ("joint pain in her hip") and fatigue ("fatigue"). The patient was treated with doxycycline and surgery (hysteroscopy and diagnostic laparoscopy on (B)(6) 2017 and lysis of adhesions was performed). Essure treatment was not changed. On (B)(6) 2016, the pelvic pain, embedded device, pelvic adhesions, genital haemorrhage, dysmenorrhoea, dyspareunia, arthralgia, fatigue, vaginal haemorrhage, groin pain and abdominal pain lower had resolved. At the time of the report, the abnormal uterine bleeding had resolved. The reporter considered abdominal pain lower, abnormal uterine bleeding, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff presented to the doctor's office stating that after taking doxycycline her pain was not alleviated. On (B)(6) 2016 she returned to the provider complaining of bilateral lower quadrant abdominal pain and vaginal bleeding again. Trailing coils: left 3 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen- on (B)(6) 2016: results: not provided. Computerised tomogram pelvis- on (B)(6) 2016: results: not provided. Ultrasound scan vagina- on (B)(6) 2016: results: not provided. Diagnostic results: (B)(6) 2016: hysteroscopy and diagnostic laparoscopy performed. According to her operative note, the left essure coil was located near the serosa, and there were adhesions between the bowel on the left and the left round ligament and left pelvic sidewall. Most recent follow-up information incorporated above includes: on 21-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), embedded device ('left essure coils was located near the serosa/migration/her left coil was noted to be near the serosa.'), pelvic adhesions ('adhesion between the bowel on the left and the left round ligament and left pelvic sidewall') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A36611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("irregular spotting"). On (B)(6) 2013, the patient experienced groin pain ("inguinal pain when walking"). In (B)(6) 2016, the patient experienced abdominal pain lower ("bilateral lower quadrant abdominal pain that has worsened over the past three days") and abnormal uterine bleeding ("dysfunctional uterine bleeding") with heavy menstrual bleeding and vaginal haemorrhage. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual period was painful"). On (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), arthralgia ("joint pain in her hip") and fatigue ("fatigue"). The patient was treated with doxycycline and surgery (hysteroscopy and diagnostic laparoscopy on (B)(6) 2017 and lysis of adhesions was performed). Essure treatment was not changed. On (B)(6) 2016, the pelvic pain, embedded device, pelvic adhesions, genital haemorrhage, dysmenorrhoea, dyspareunia, arthralgia, fatigue, vaginal haemorrhage, groin pain and abdominal pain lower had resolved. At the time of the report, the abnormal uterine bleeding had resolved. The reporter considered abdominal pain lower, abnormal uterine bleeding, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016 plaintiff presented to the doctor's office stating that after taking doxycycline her pain was not alleviated. On (B)(6) 2016 she returned to the provider complaining of bilateral lower quadrant abdominal pain and vaginal bleeding again. Trailing coils: left 3 right 5. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: not provided. Computerised tomogram pelvis - on (B)(6) 2016: results: not provided. Ultrasound scan vagina - on (B)(6) 2016: results: not provided. Diagnostic results: (B)(6) 2016: hysteroscopy and diagnostic laparoscopy performed. According to her operative note, the left essure coil was located near the serosa, and there were adhesions between the bowel on the left and the left round ligament and left pelvic sidewall. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Lot number, rcc, reporter information and patient demographics added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening pain'), embedded device ('left essure coils was located near the serosa/migration/her left coil was noted to be near the serosa.'), pelvic adhesions ('adhesion between the bowel on the left and the left round ligament and left pelvic sidewall') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. A36611 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("irregular spotting"). On (B)(6) 2013, the patient experienced groin pain ("inguinal pain when walking"). In (B)(6) 2016, the patient experienced abdominal pain lower ("bilateral lower quadrant abdominal pain that has worsened over the past three days") and abnormal uterine bleeding ("dysfunctional uterine bleeding") with heavy menstrual bleeding and vaginal haemorrhage. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual period was painful"). On (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), arthralgia ("joint pain in her hip") and fatigue ("fatigue"). The patient was treated with doxycycline and surgery (hysteroscopy and diagnostic laparoscopy on (B)(6) 2017 and lysis of adhesions was performed). Essure treatment was not changed. On (B)(6) 2016, the pelvic pain, embedded device, pelvic adhesions, genital haemorrhage, dysmenorrhoea, dyspareunia, arthralgia, fatigue, vaginal haemorrhage, groin pain and abdominal pain lower had resolved. At the time of the report, the abnormal uterine bleeding had resolved. The reporter considered abdominal pain lower, abnormal uterine bleeding, arthralgia, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff presented to the doctor's office stating that after taking doxycycline her pain was not alleviated. On (B)(6) 2016 she returned to the provider complaining of bilateral lower quadrant abdominal pain and vaginal bleeding again. Trailing coils: left 3 right 5 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: not provided. Computerised tomogram pelvis - on (B)(6) 2016: results: not provided. Ultrasound scan vagina - on (B)(6) 2016: results: not provided. Diagnostic results: (B)(6) 2016: hysteroscopy and diagnostic laparoscopy performed. According to her operative note, the left essure coil was located near the serosa, and there were adhesions between the bowel on the left and the left round ligament and left pelvic sidewall. Lot number a36611 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("left essure coils was located near the serosa"), pelvic adhesions ("adhesion between the bowel on the left and the left round ligament and left pelvic sidewall") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("irregular spotting"). On (B)(6) 2013, the patient experienced groin pain ("inguinal pain when walking"). In (B)(6) 2016, the patient experienced abdominal pain lower ("bilateral lower quadrant abdominal pain that has worsened over the past three days") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia and vaginal haemorrhage. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual period was painful"). On (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), arthralgia ("joint pain in her hip") and fatigue ("fatigue"). The patient was treated with doxycycline, surgery (hysteroscopy and diagnostic laparoscopy on (B)(6) 2017) and surgery (lysis of adhesions was performed). Essure treatment was not changed. On (B)(6) 2016, the pelvic pain, embedded device, pelvic adhesions, genital haemorrhage, dysmenorrhoea, dyspareunia, arthralgia, fatigue, vaginal haemorrhage, groin pain and abdominal pain lower had resolved. At the time of the report, the dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff presented to the doctor's office stating that after taking doxycycline her pain was not alleviated. On (B)(6) 2016 she returned to the provider complaining of bilateral lower quadrant abdominal pain and vaginal bleeding again. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: not provided. Computerised tomogram pelvis - on (B)(6) 2016: not provided. Ultrasound scan vagina - on (B)(6) 2016: not provided. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including pelvic pain, left essure coils was located near the serosa (embedded device), adhesion between the bowel on the left and the left round ligament and left pelvic sidewall (pelvic adhesion), and abnormal bleeding (genital haemorrhage). The plaintiff underwent a hysteroscopy and diagnostic laparoscopy, with lysis of adhesions on (B)(6) 2017. Pelvic pain, embedded device and genital haemorrhage may occur after essure insertion. Embedded device is an unproven alternative explanation for pelvic pain. This case was classified as incident due to the reported surgical intervention. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("left essure coils was located near the serosa"), pelvic adhesions ("adhesion between the bowel on the left and the left round ligament and left pelvic sidewall") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("irregular spotting"). On (B)(6) 2013, the patient experienced groin pain ("inguinal pain when walking"). In (B)(6) 2016, the patient experienced abdominal pain lower ("bilateral lower quadrant abdominal pain that has worsened over the past three days") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia and vaginal haemorrhage. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ menstrual period was painful"). On (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain after intercourse"), arthralgia ("joint pain in her hip") and fatigue ("fatigue"). The patient was treated with doxycycline, surgery (hysteroscopy and diagnostic laparoscopy on (B)(6) 2017) and surgery (lysis of adhesions was performed). Essure treatment was not changed. On (B)(6) 2016, the pelvic pain, embedded device, pelvic adhesions, genital haemorrhage, dysmenorrhoea, dyspareunia, arthralgia, fatigue, vaginal haemorrhage, groin pain and abdominal pain lower had resolved. At the time of the report, the dysfunctional uterine bleeding had resolved. The reporter considered abdominal pain lower, arthralgia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, groin pain, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff presented to the doctor's office stating that after taking doxycycline her pain was not alleviated. On (B)(6) 2016 she returned to the provider complaining of bilateral lower quadrant abdominal pain and vaginal bleeding again. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: not provided. Computerised tomogram pelvis - on (B)(6) 2016: not provided. Ultrasound scan vagina - on (B)(6) 2016: not provided. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and reported adverse events including pelvic pain, left essure coils was located near the serosa (embedded device), adhesion between the bowel on the left and the left round ligament and left pelvic sidewall (pelvic adhesion), and abnormal bleeding (genital haemorrhage). The plaintiff underwent a hysteroscopy and diagnostic laparoscopy, with lysis of adhesions on (B)(6) 2017. Pelvic pain, embedded device and genital haemorrhage may occur after essure insertion. Embedded device is an unproven alternative explanation for pelvic pain. This case was classified as incident due to the reported surgical intervention. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.